Event description:
Customer's cousin reported blood glucose results of 126 mg/dl, 12 mg/dl, 328 mg/dl, and 111 mg/dl within 10 minutes on the aviva system. Customer reported symptoms of hyperglycemia, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.